Event description:
On (B)(6) 2011 customer reported a leak of no more than 3ml at valve 3 (complete blood count (cbc) lyse pump circuit). Customer stated that the 5cn and 5ca1 controls recovered low for white blood cells and high for hemoglobin parameters. Customer stated at the time there were no apparent leaks and the baths were filling and draining. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) advised the customer to wear personal protective equipment and check the cbc lyse pump circuit. Customer found a leak at valve 3, and service was dispatched. Field service engineer (fse) examined the instrument and replaced the cbc lyse tubing. Fse ran startup, latron, controls, and retic and it all passed. No further issues have been reported.

Manufacturer narrative:
(B)(4).